Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device was returned in used condition. The handle and shaft are in good condition. Upon reviewing the anchor tip it was found that is deformed due to bone friction while insertion. Biological matter can be observed in the center hole of the anchor. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the 4.5 healix advance peek w/cord would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to axial misalignment; as per IFU; insert the distal tip of the peek or br anchor into the bone hole while maintaining the same axial alignment. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the 4.5 healix advance peek w/cord device was defective. During in-house engineering evaluation, it was determined that the anchor tip of the device was deformed due to bone friction while inserting. It was unknown if there was patient involvement. There were no adverse patient consequences nor surgical delay reported. The date of event was unknown but was known to have occurred in 2024. No additional information was provided.